Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. Customer added insulin to the existing cartridge and reloaded the cartridge in an attempt to resolve the issue; however, this caused the cartridge to overfill and leak. There was no adverse impact on customer's blood glucose level.